Manufacturer narrative:
Final analysis found the device had no telemetry or output. Data corruptions but after reprogramming the device, normal function resumed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited premature battery depletion. The physician elected to explant and replace the device. The patient was in stable condition post surgery.